Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid dose and concentration not reported via an implanted pump. The indications for use were non-malignant pain and chronic low back pain. On 19-sep-2019 it was reported that the pump went completely dry and was beeping. Per the reporter, the healthcare provider refilled the pump yesterday but had to ¿start over¿ with the medication so the patient was in pain and would need to start using boluses again as the old higher setting was relieving pain without the bolus. No further complications were reported or anticipated regarding the event.